Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having intermittent connect power alarms anytime that they were on battery power. The patient has been having them since the wednesday of last week they reported. The patient has had no issues while they have been powered by the mobile power unit (mpu) at home. When the patient was at the clinic there was no alarm when it was connected to the power module. They replaced the battery clips with new ones. The alarms still occurred intermittently. The log files were submitted for review, and it appeared that the event file was capturing abnormal cable voltages. They replaced the system controller, clips and batteries. The cause of the connect power alarms and the cable voltage issues seemed multifactorial after log file analysis and equipment checks. There was likely an issue with the power cables on the system controller as well as issues with both battery clips as well as batteries being unable to supply consistent power to the pump. The connect power alarms and cable voltage issues resolved after a system controller exchange and new battery clips as well as batteries. The system controller was exchanged after log file analysis and recommendation from clinical engineering team. The clips and batteries were replaced after the system controller exchange and the problem persisting. Cleaning the battery clips and batteries did not resolve the issues that were seen still after the system controller exchange.